Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 1.9 mmol/l. Customer stated the low blood glucose was due to being on night shift. Customer declined to troubleshoot for low blood glucose. It was unknown whether customer using auto mode feature at the time of low blood glucose event or not. The insulin pump will not be returned for analysis.